Event description:
Pulmonetic systems, inc. Received an email from a representative of facility on 08/29/02. The representative reported the following problem: after nurse checked patient circuit by powering off unit would not power on. Nurse tried again and unit worked.